Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: the hospital reported that there was an issue with a tfna screw insertion device. The device still worked and managed to complete the operation although there was a fault at the end of the device that restricted the screw to sit flush with the inserter. There was no delay and procedure was complete successfully. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device tfna scr insert. This is report 1 of 1 for complaint (B)(4).